Event description:
It was reported that the home patient (hp) had a system error 2240 alarm (air in tubing) on the homechoice (hc) during use. It is unknown if the patient was connected at the time of the event. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.